Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 399930 (lot: v007049); product type: 0200-lead; implant date (B)(6) 2006; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient the patient was having a spinal deformity surgery. Rep reported there was a high impedance issue and previous nlink notes stated electrodes 8-11 were noted to be high at a previous appointment on (B)(6) 2024. Rep noted patient experienced a return of pain. The lead was replaced with a new lead and the issue has been resolved. Rep indicated they would send any further information as they become aware.